Manufacturer narrative:
Per the initial report, the cardiva vascade 6/7f device performed per specifications. The device was not returned for physical investigation. The pseudoaneurysm required surgery to correct. Conclusion: while the device was not returned for physical investigation. Psuedoaneurysms are complications which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs. The reported pseudoaneurysm was not related to device malfunction, and maybe the result of an endovascular procedure.

Event description:
The vascade device was inserted into the sheath and the disc was deployed. Temporary hemostasis was achieved and the sheath was removed. The key was inserted into the lock and the black sleeve was retracted exposing the collagen. The collagen was deployed and final hemostasis was achieved. Patient was discharged. On (B)(6) 2017 patient returned to doctor with complaint of pain and leg swelling. Ultrasound performed and 7 cm pseudoaneurysm detected. Stent was placed to correct the pseudoaneurysm. No further complications noted.